Manufacturer narrative:
On 02/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative noted that during the system check-out, found that the camera cable was loose at the bottom of the navigation system where it enters the system. When this connection was tightened the navigation system functioned normally. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, using synergy cranial 2.2.7, the site's navigation system camera began cycling in the navigation screen. The navigation system camera cycled approximately 20 times before re-gaining full system functionality. The medtronic representative confirmed that the external cable was seated properly into the positioning sensor unit (psu). The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.